Event description:
It was reported that pump displayed malfunction alarm code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed pump was charging and entered storage and wake-up modes correctly, verified date and time, and reloaded cartridge; malfunction did not recur, pump remained on and usable, and technical support advised customer to call back if any malfunction alarm returned, although follow-up calls to customer were not answered.